Event description:
Immediate capsular contracture. Immediate infection & necrosis of post surgical wound which required hospitalization & add'l surgery. IV antibiotic therapy. Severe pain. Depression/anxiety. Systemic lupus erythematosis; fibromyalgia; positive ana/w/1:320 titer; central nervous system involvement, 100% disabled; head on collision w/multiple trauma comminuted fractures of (l) tibia + fibula; numerous internal injuries osteoporosis; non-union of tibia tracture. Implant rupture. Rupture.